Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had become stuck during a windows update. A technical support specialist observed that the windows updates had been completed and that the station had booted up as normal. The customer confirmed that the update was completed and that the station had connected back to the network. The system functioned as intended after resolving the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the device became stuck during a windows update. The customer stated that this malfunction caused a delay in dispensing medications to the patient. However, there were no adverse events or injuries reported due to this event.